Manufacturer narrative:
The mitraclip was implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xt mitraclip referenced in b5 is filed under a separate medwatch report number.

Event description:
This is being filed to report a single leaflet device attachment (slda). It was reported that on 8/4/2022, a patient presented with grade 4 mixed mitral regurgitation (mr), a dilated atrium, a prolapsed posterior leaflet, and rotated heart from previous surgery (alfieri stitch). It was noted that visualization was difficult during the procedure. An xtw clip was positioned medially on the anterior (a2) and posterior (p2) leaflets and deployed. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment/ slda). A second device was positioned medial to the first clip, central on a2 and p2 and deployed for stabilization. A third clip, an xt was placed medial to the first clip, lateral on a3 and p3. An slda occurred with the third clip as well. The clip detached from the anterior leaflet. No additional treatment was provided and the procedure was complete with a final mr grade of 1-2. There was no adverse patient sequelae and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be related a patient¿s anatomy (prolapse posterior leaflet, enlarged atrium, rotated heart to previous surgery (alfieri stitch)). The reported poor image resolution was due to patient¿s anatomy and device. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.